Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was in the office for a stress test, the physician noted pacing artifacts on the electrocardiogram. The atrial lead was found to be undersensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.